Event description:
Medline instant hot pack exploded when activated over rn, patient and patient family member. Rn notified charge nurse and safety immediately. Hot pack material/particles exploded onto the patient's bed, clothing and skin; on clothing and skin of rn; and on clothing and skin of patient family member. Family member washed exposed skin and patient was moved to another bed and bed linen replaced. Rn unsure of skin exposure but washed hands and upper arms and changed into new scrubs. Particles of hot pack also exploded onto floor and furniture throughout the room which was cleaned by environmental services. Staff member was informed of immediate risk mitigation and submitted an accident report to occupational health service. (B)(6) will meet with patient and family to offer shower/clothing to change into. Email notification to environmental health and safety, supply chain products taken for immediate review. Review of maude database and outreach to medsun.